Manufacturer narrative:
During some standard procedures, a dental electrical handpiece got hot and burned several pts. The first pt rec'd a burn on the lip. For him penicillin was prescribed. The other 3 pts have been burned on inner cheek or tongue. No further medical care was necessary. The analysis of the handpiece showed that the bearings of the head where gritty and the handpiece runs out of specification. This caused the heat to heat up. This handpiece has not been repaired since purchase in 9/2005. See also mdrs: 3003637274-2011-000025, 00026. Exemption number (B)(4) kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
During some standard procedures, a dental electrical handpiece got hot and burned several pts. The first pt rec'd a burn on the lip. For him penicillin was prescribed. The other pts have been burned on inner cheek or tongue. No further med care was necessary. Three pts have been burned.